Event description:
The user facility reported that the tr band would not inflate as it was being prepared for use. The following information was provided by the user facility: during preparation of the device prior to placement the nurse noted that the band "was not inflating"; upon inspection, the nurse noted that the seam of the balloon appeared to have "failed"; and (3) the damaged device was not used on the patient.

Manufacturer narrative:
Results - are based on evaluation of user facility information and the returned sample; is based upon evaluation of a retained sample. Conclusion - is based upon evaluation of the returned sample; is based upon evaluation of a retained sample. The involved device was returned to the manufacturing facility in (B)(6) for evaluation. Inspection and testing of the returned sample confirmed that the large and small balloons had been stretched and then torn along the area adjacent to where the two balloons are welded. Evaluation of non-damaged areas of the returned sample and of a retained sample confirmed that there were no other anomalies or defects. Testing of a retained sample confirmed that the balloons did not tear unless excessive force was applied. A review of the device history records confirmed that there were no production related problems for this lot number and 100% leak testing had been passed prior to shipment. A review of the complaint files confirmed that this lot number has not been reported previously. While the cause of the reported event cannot be definitively determined based on the available information, the appearance of the returned sample is most consistent with damage due to the user applying an excessive pulling force when opening the band prior to use, resulting in the tear between the two balloons. The labeling does address the potential for an event related to damage of the tr band balloon in the instructions-for-use with the following statement: "while using, be careful not to put excessive load on the pressure confirmation balloon or compression balloon that could break it." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).